Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique prior to an abdominal aortic aneurysm] (aaa) procedure. Reportedly, after suture deployment, when the suture ends were being harvested, the knot did not form as expected. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported unraveled knot was confirmed as a link break/suture retrieval issue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with interaction with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, after suture deployment, when the suture ends were being harvested, the knot did not form as expected. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.